Manufacturer narrative:
Button error alarm due to corroded keypad traces. Pump received with cracked display window corners and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was performed. The device was returned for analysis.